Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, customer had not been using the proper fill process. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 101 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.